Event description:
It was reported that the patient required a hip revision approximately one month post-implantation due to two postoperative dislocations. During the revision, the femoral head was exchanged, and the construct was converted to a dual mobility configuration. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d4 - the primary unique device identification (UDI) number is not applicable as both the item number and lot number of the device is unknown. D10 - associated medical devices: delta ceramic fem hd 36/0mm; item# 650-0661; lot# 3261735, arcos 14x150mm spl tpr dist; item# 11-300814; lot# 66782059, arcos con sz a std 60mm; item# 11-301301; lot# 67477046, arcos troch claw small 100mm; item# 11-302102; lot# 67158867, arcos lateral troch bolt 38mm; item# 11-302138; lot# 533890, cable cerclage cable with crimp 1.8 mm dia. 635 mm length; item# 00223200418; lot# 67627798, cable cerclage cable with crimp 1.8 mm dia. 635 mm length; item# 00223200418; lot# 67400048. G2 - foreign: event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.